Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to receive sensor scan results on the adc freestyle libre, due to a continuous "scan again in 10 minutes" error message received on the same day of sensor application. On (B)(6) 2019 at 2:00 pm, the customer experienced a hypoglycemic event with symptoms of dizziness and "couldn't talk". The customer presented to an hcp, where she was diagnosed with hypoglycemia and administered unspecified intravenous treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was returned. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed, and current was applied to perform sim-vivo testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A customer reported being unable to receive sensor scan results on the adc freestyle libre, due to a continuous "scan again in 10 minutes" error message received on the same day of sensor application. On (B)(6) 2019 at 2:00 pm, the customer experienced a hypoglycemic event with symptoms of dizziness and "couldn't talk". The customer presented to an hcp, where she was diagnosed with hypoglycemia and administered unspecified intravenous treatment. There was no report of death or permanent impairment associated with this event.